Event description:
Information received by medtronic by customer's husband indicated that the customer passed away on (B)(6) 2022 due to aneurysm. As per the reporter, the event occurred suddenly. Customer was admitted to hospital, hospice and/or emergency room on (B)(6) 2022. Customer was having problem in standing so she was admitted to hospital, hospice and/or emergency room. Blood glucose (bg) value at the time of event was unknown. Customer was not wearing pump at the time of death. As per doctor recommendation pump was removed. Last pump worn date (B)(6) 2022. Customer was not using a sensor. Insulin pump has been returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The battery cap was received broken. The battery cap contact was received completely broken off from the battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2022 listed on smartsolve and the days prior to the event date. (B)(6) 2022 daily total of all insulin delivered = 42.05. (B)(6) 2022 daily total of all insulin delivered = 44.45. (B)(6) 2022 daily total of all insulin delivered = 42.925. (B)(6) 2022 daily total of all insulin delivered = 47.375. (B)(6) 2022 daily total of all insulin delivered = 43.575. (B)(6) 2022 daily total of all insulin delivered = 44.7. (B)(6) 2022 daily total of all insulin delivered = 38.775. The pump passed the functional testing. Battery cap damage and corroded battery tube were confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.